Manufacturer narrative:
Additional information received from customer. There is more information on the device evaluation. Correction is being made to manufacturing date. This supplemental report is being submitted to provide this information. No information was received from customer for concomitant devices used. The device was inspected before use and the issue discovered. There was no damage to the appearance of the device. There is no error messages, alarms or alert tones. No foreign objects on the electrical contacts. The device history record review confirmed that device has no abnormalities in manufacturing, special adoption, and unevenness. Device was installed on jan 30, 2008. It is presumed that this device has been in use for more than 13 years per the date of installation. It is likely that the front panel unit had deteriorated over time due to repeated use for a long period of time. The wear and deterioration of the scope switch of the scope socket also likely occurred due to repeated use for a long period.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the front panel was blinking. This is attributed to the malfunction of the lamp switch which does not operate. There is intermittent load on the iris unit which prevents images from being taken. The scope switch on the socket unit is not pressed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use, the device front panel lights were blinking. There is no patient involvement and no harm reported to any patient.